Manufacturer narrative:
The cartridge has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that her blood glucose (bg) levels were all over the board after she received the device. The pt reported a bg result of "40 mg/dl" that was obtained the previous night with a symptom of feeling woozy. The pt reportedly treated with milk and crackers which resulted in her bg level rising to "150 mg/dl." The pt denied observing redness, irritation, swelling, or bumps at the site. During one incident, the pt claimed that she noted a bent cannula. The pump's date/time were reportedly correct. No associated alarms were observed in the alarm history. Also, no blood was observed in the infusion set. According to the pt, when she removed the cartridge from the pump, she noticed "bubbles all over the place." The pt changed the cartridge, site, and set. All boluses and basals were reportedly delivered as programmed and added up correctly to the tdd for the previous two days. Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged that a cartridge had air bubbles. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not report any bg readings or symptoms that meet animas' criteria for a serious injury.